Event description:
During the implant procedure, while using the medtronic tunneling tool, the patient experienced bleeding during tunneling. The surgeon applied pressure and tied up vessels for 30 minutes to stop the bleeding. This resolved the issue.